Manufacturer narrative:
Follow-up #1 date of submission 09/03/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the power complaint could not be duplicated with investigation. Review of the pump¿s black box revealed related rebooting events. A battery compartment crack was observed. Moisture was observed within the battery compartment and on the underside of the battery cap. The battery cap was able to secure properly to the pump. Leak testing failed to reveal any leaks. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage or defect was found to the internal components.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery compartment damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.